Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose and exit auto mode due to minimal delivery. The customer¿s blood glucose level was 2.3 mmol/l. Insulin pump had pump error. Customer was disconnected rewound and prime. The customer was treated with 2 tablets. Customer was able to clear the alarm and able to rewind the insulin pump. Customer performed self test and it was passed. The insulin pump will not be returned for analysis.